Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date in (B)(6) 2019 and suture was used. The needle were removed from the suture during use. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 07/17/2019. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional h3: it was reported that the device had a pull off - suture needle issue. One empty opened box and nine unopened samples were returned for analysis. The complaint sample was not received. During the visual inspection of nine samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements. Representative samples returned to support investigation of 9 device issues captured in reports 2210968-2019-82180, 2210968-2019-82181, 2210968-2019-82182, 2210968-2019-82183, 2210968-2019-82184, 2210968-2019-82186, 2210968-2019-82187, 2210968-2019-82188, and 2210968-2019-82189. Analysis results have been included in follow-up reports for each.